Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Describes the revision of patient 6 following 6 dislocations, 84 months after implantation. Pre- and intra operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognized by pre-operative imaging. The patient was found to have brooker grade I heterotopic ossification (ho), having fine calcific changes in the periarticular tissue, described as not typical of ho. The authors report that the dislocations were associated with unrecognized adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis. The patient was subsequently revised.

Manufacturer narrative:
An event regarding altr ( adverse local tissue reaction) involving an unknown accolade stem was reported. These were confirmed following a review of the available information by clinical consultant. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: increased corrosion effects would be the result in the taper junction with metal ion and metal debris release into the joint tissues around causing pseudo tumor formation as reported. Elevated local metal ion levels must have been present in and around the hip joint but were not recorded because of absent suspicion for the problem prior to revision. The calcifications can be considered a patient-related specific factor because some patients are more sensitive to heterotopic bone formation although also surgical technique factors may play a role. Patient overweight (bmi = (B)(6)) has possibly played a minor secondary role. As such, the root cause of this pi case is an adverse combination of procedure-related and patient-related factors that in concert have caused an overload condition in the hip bearing and have caused much higher levels of micro-motion in the femoral head taper junction than normally would occur. Severe corrosion was the consequence with resultant altr and pseudo tumor formation and recurrent dislocation as clinical outcome. Conclusions: a review of the provided information by a clinical consultant concluded that: capsular calcifications have contributed to increased tissue compliance of the hip joint capsule increasing the bending moment arm across the femoral head/taper junction and thereby contributing to trunnion corrosion with metal ion release and pseudo tumor formation requiring revision surgery. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 6 following 6 dislocations, 84 months after implantation. Pre- and intra operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognized by pre-operative imaging. The patient was found to have brooker grade I heterotopic ossification (ho), having fine calcific changes in the periarticular tissue, described as not typical of ho. The authors report that the dislocations were associated with unrecognized adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis. The patient was subsequently revised.